Manufacturer narrative:
The pump was not requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to a radio frequency communication issue between the pump and the meter remote. On an unspecified date, the patient¿s blood glucose reportedly was at 30 mg/dl with symptom of shakiness and unsteadiness when standing and/or walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy with recent adjustment to basal rate and bolus settings by health care provider. Customer technical support agent reviewed the event with the reporter. It was reported that delivery was cancelled during a bolus delivered using the meter remote and allegedly the devices were within range. Review of bolus history showed that 0.55 of 1.55 units was delivered. Troubleshooting revealed that communication channel was not changed per instruction for use (IFU) in attempts to resolve the communication issue. The agent assisted the reporter in changing the communication channel correctly and confirmed that the system was paired. In addition, the reporter acknowledged that after the cancelation, the incomplete bolus on the pump was not confirmed and as a result gave an additional bolus. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to use error in that the consumer over-bolus after the pump and meter remote lost communication.